Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4)) was able to power on the autopulse platform but then the status leds on the battery would indicate 1 bar and then immediately dies. The battery was charged before use in the platform but will no longer charge in the multi-chemistry battery charger (mcc). Currently, the status leds on the battery do not illuminate, indicating the battery voltage is too low to illuminate the leds. The platform is functioning as intended with other batteries. No further information is available. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(6)) was able to power on the autopulse platform but then the status leds on the battery would indicate 1 bar and then immediately dies, indicating the battery is not holding a charge. The battery was charged before use in the platform but will no longer charge in the multi-chemistry battery charger (mcc). Currently, the status leds on the battery do not illuminate, indicating the battery voltage is too low to illuminate the leds. The platform is functioning as intended with other batteries. No further information is available. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse li-ion battery (sn (B)(6)) is not holding a charge and will no longer charge in the multi-chemistry battery charger (mcc) was confirmed during the functional testing. The archive data could not be retrieved, and a review was not performed. Without being able to reset the internal microprocessor and access the archive files, the root cause of the reported battery failure could not be determined through this investigation. However, the probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components or a battery - charger communication failure. Upon visual inspection, no physical damage was observed, and the status leds of the battery did not illuminate. The battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc). The status leds of the battery showed one flashing red light after the charging event. The status leds on the mcc displayed a red fail "x".